Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the issue was investigated and assessed and it was found that no wires were exposed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they bent over and felt like one of the wires were exposed. It was indicated that the patient contacted the healthcare professional (hcp) and they did not seem concerned. It was indicated that at the time of report it was unknown if the issue was resolved. No patient symptoms or further complications were reported or were expected.